Event description:
It was reported that: "head of screw was stripped."

Manufacturer narrative:
The root cause could not be determined because the product was not returned. A potential cause for the reported malfunction may have been an overload due to: inadequate pilot hole (not deep enough, not wide enough, eccentric); use of an incorrect screwdriver blade; inadequate screwdriver/screw head connection (not aligned in the vertical direction, inadequate axial alignment and contact); inadequate sensitive tightening of the screw during insertion, especially in the final insertion phase. Based on statistical evaluation, there is no indication for any systematic device related failure.